Event description:
The tip of the catheter was crimped when removed from the packaging. The hosp was unsure if it was damaged before the neuron was removed from the packaging or while it was being removed.

Manufacturer narrative:
Device investigation: there is a flat spot 0.0-0.5 cm from the distal tip. There is a section of compression damage 1.8-2.3 cm from the tip. There are ovalizations at 5.5-6.0 cm and 7.5-8.5 cm from the distal tip. A 0.070" mandrel can be introduced easily and can be advanced from the hub to a point 10 cm from the distal tip where significant resistance is felt. A 0.055" mandrel can be advanced without resistance up to the compression damage area (1.8-2.3 cm from the distal tip) where significant resistance begins. This lot number/part number combination ships with a packaging mandrel to protect the tip of the device during shipment. It is unlikely that this damage would occur during shipping with the protective mandrel in place. The unit was likely damaged due to user handling.